Event description:
The hosp purchased this equipment in april of 1999. They have had ongoing problems with this product. Facility has identified numerous issues that include: 1. Units that "eat the tape". 2. Fail to record a full 24 hrs. 3. Cards that can be inserted either way. 4. Tapes that pause giving inaccurate readings. 5. A pt sent home and the unit failed, a new one was given and that unit failed as well. Because of these particular problems with a potential for a serious injury that could be from failure to diagnose or incorrect diagnosis, reporter is sending the data to FDA for review. At this time, the hosp has proceeded to send the monitors and disks to a third party biomedical investigator for evaluation.